Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media post that a non-confirmed patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information could be obtained.